Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4)

Event description:
It was reported that there was a loss of communication between the analyzer and programmer. The caller was instructed to reset the analyzer or swap the analyzer with another programmer. Further follow-up with the company representative indicated that the issue was resolved by swapping out the analyzer. The analyzer was thrown away and will therefore not be returned. There was no patient involvement.